Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited intermittent r-wave undersensing during tachy episodes. Programming changes and an ablation procedure were performed, and the icm will continue to be monitored. The patient was in stable condition.